Event description:
The patient had in-stent restenosis of two cypher stents that were implanted in 2005. The artery was not calcified and was at least 2.75 to 3.0mm in diameter. A 2.5 x 15mm dura star balloon was inflated at 18atm one time and it did not "come down". The balloon was inflated in the artery for approximately two minutes. The physician pulled the balloon and it came out easily back into the guide event though it was still inflated. The balloon came out without any vessel trauma. There was no patient injury and the physician successfully opened the left anterior descending branch.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-02181 and 3003742446-2007-00392. Additional information will be submitted upon 30 days of receipt.